Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer service agent (csa) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2020 at around 2:00 pm when the patient obtained an alleged inaccurate result of ¿200 mg/dl¿ with the subject meter. The reporter informed the csa that the patient manages his diabetes with a combination of insulin (rapid-acting 4 units before breakfast, adjustable 6 units before lunch and 4 units before dinner; toujeo 20 units after dinner). The reporter denied the patient made any changes to his usual diabetes management regimen in response to the alleged inaccurate result. The reporter claimed that 10 minutes after the alleged issue began, the patient developed symptoms of ¿headache, foot weakness, dizziness and sweating.¿ at the onset of the symptoms, the reporter claimed the patient re-tested his blood glucose with the subject meter and obtained a result of ¿33 mg/dl;¿ between the 2 tests there was no intervening treatment. The reporter claimed the patient was then treated by a non-hcp with orange juice, soda and honey and began to feel better after 40 minutes. No other device was used for testing. During troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. The csa confirmed the test strips were in good condition and that the test strip vial was intact. The csa noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate result with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.